Event description:
Consumer complaint of high blood results. Comparing results to another undisclosed handheld meter. Back to back blood test performed during call ((B)(6) 2013; 9:11 am) with results of 280 mg/dl, 380 mg/dl and 366 mg/dl. Test strip lot MFR's expiration date is 10/29/2015. Recall of test results performed from meter memory: based on the customer's lowest result in memory (196) and the highest result in memory (420), the complaint is reportable (zone b/c). No adverse event reported.

Manufacturer narrative:
(B)(4). MFR acknowledges lateness of the report per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference.